Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This product is sold and mfg by another co outside of the united states.

Event description:
The setting time of the cement was too short. The stem had to be implanted strongly. The femur has been cracked.